Event description:
The customer reported a problem with the pump's display, where the backlight was functioning but the screen remained dark, making interaction with the pump difficult. There was no adverse impact on the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent and provided instructions on storing the defective pump and returning it within 10 days. The customer also switched to multiple daily injections to maintain insulin delivery until the new pump arrived.